Event description:
It was reported that the right ventricular (rv) lead either perforated the ventricle or had dislodged, resulting in high thresholds and phrenic nerve and diaphragmatic stimulation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).